Manufacturer narrative:
Additional information: b5, d9, h3, h6, h11. B5: additional information was received by the reporter stating the failed flow rate was observed to be 40 and vtbi was 20. The results of the flow testing was an over-infusion of 21.5. H11: the device was received for evaluation. During evaluation, the reported problem of over infusion was not reproduced. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. A review of the event history log (ehl) revealed infusion without any abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Based on the additional information from the reporter, an over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.